Event description:
Additional information was provided from the surgeon indicating that the explanted lead had been discarded after removal.

Event description:
An implant card was received stating that a patient underwent a full replacement due to high impedance. The impedance values after replacement were within normal limits. A review of the device history record for the implanted lead showed that the lead had passed all quality inspections prior to release for distribution. A review of the available programming history showed that the patient's device had adequate impedance values for a period after implant. No further relevant information has been provided to date.